Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-00836. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
There were no allegations reported against the returned lamitrode lead, therefore, per document (B)(6), no product evaluation form was initiated, only a minimal evaluation was performed to document the condition of the returned product. As received, the lamitrode lead was complete and passed electrical testing.